Manufacturer narrative:
This report is submitted on august 20, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the audiologist, the patient developed cellulitis at the abutment site resulting in irritation with device use. The patient has been scheduled to attend the clinic however it is unknown if this has occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2018 was filed inadvertently. There was no infection as previously reported. This report is submitted on november 26, 2018.